Event description:
It was reported that there was particulate/foreign matter located inside the fluid path of a clearlink continu-flo solution set. The particulate matter was described as dark colored matter. This issue was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection was performed which found an unidentified particle in the fluid path of the tube. Pressure and clear passage testing were performed and no defects were observed. The reported condition was verified. The cause of the condition could not be determined; however, may likely be due to burnt resin fragment adhering to the tubing wall during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.